Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "k-wire broken and left in the drill."

Manufacturer narrative:
Correction - please refer to d1 product long description. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The devices were received in the assembled condition, where we had slight deformation on the tip of the k-wire. From the proximal end of the drill, we can see the breakage end of the k-wire. Both the devices were disassembled and observed that there was a visible contamination on the k-wire which could be a possible cause for the product being stuck within the drill. The device being stuck within the drill and the forces being applied to it lead to the breakage of the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the above investigation the root cause can be attributed to user error. If more information is provided, the case will be reassessed.

Event description:
As reported: "k-wire broken and left in the drill.".